Manufacturer narrative:
Due to additional information received, the field b5 (describe event or problem) was updated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It has been reported that a versacross connect access solution kit for faradrive was selected for use for an atrial fibrillation (a fib) ablation procedure. During preparation, the physician noted that the tip of the dilator was kinked and peeling. The device was replaced (different device, same model), and the procedure was completed successfully. No patient complications were reported. Product is expected to return for analysis. It was further mentioned that the tip of the versacross dilator was sheared after it exited the faradrive sheath, no damage noted upon removal from packaging.

Event description:
It has been reported that a versacross connect access solution kit for faradrive was selected for use for an atrial fibrillation (a fib) ablation procedure. During preparation, the physician noted that the tip of the dilator was kinked and peeling. The device was replaced (different device, same model), and the procedure was completed successfully. No patient complications were reported. Product is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.